Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, paresis in the left upper and lower limbs were also reported. Magnetic resonance imaging (MRI) was performed and an infarction was confirmed in the left precentral gyrus. The patient was treated with medication and rehabilitation. The patient was discharged fifteen days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.